Event description:
It was reported that explant surgeries were performed on patients due to the following reasons - persistent breathing, coughing, throat discomfort associated with lack of efficacy and parental request.

Manufacturer narrative:
Pearl pl, conry ja, yaun a, taylor jl, heffron am, sigman m, tsuchida tn, elling nj, bruce da gaillard wd. Misidentification of vagus nerve stimulator for intravenous access and other major adverse events. Pediatr neurol 2008;38:248-251.